Event description:
It was reported the patient's blood glucose level rose to 545 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure if insulin was being delivered. Treatment information was not provided.

Manufacturer narrative:
The device was received with the soft cannula deployed. Inspection of the soft cannula found a tear in the exposed portion which allowed fluid to leak from the fluid path. It could not be determined when or how this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Blood was observed in the soft cannula. Inspection of the formed needle found it dull. The inadequate needle tip would not impact insulin delivery but contributed to the observed blood. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone15.4. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.